Manufacturer narrative:
Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery cap threads were stripped and did not secure properly to the test pump. Evaluation also revealed the battery cap contact height was not within required specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap had stripped threads and the battery cap contact height was not within the required specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.